Event description:
During transport of a pt to CT scan, the pt became distressed and anxious. The ventilator was found to be inoperable. There was no pressure build-up. The pt was bag ventilated during incident. O2 sat=94-97%. The pt was immediately placed on a different ventilator. No further intervention was required. Equipment review: the outside circuit system was not correct. The unit was re-tested with a outside the equipment new circuit and functioned properly. There was no untoward effect to the pt.